Event description:
A report was received that during an rf ablation procedure, the patient received a first degree burn from the grounding pad. The patient's burn was treated with silvadene cream.

Event description:
A report was received that during an rf ablation procedure, the patient received a first degree burn from the grounding pad. The patient's burn was treated with silvadene cream.